Manufacturer narrative:
The insulin pump was received with blank display due to faulty connector on the interface board. The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests due to blank display. The device was received with minor scratches on the lcd window, cracked lcd window and scratches on the reservoir tube window.

Event description:
Customer reported via phone call blank display on the insulin pump. Customer's blood glucose level was 358 mg/dl. Troubleshooting for blank display was performed. Customer received a replacement battery cap but it did not resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.